Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5076-45, non defib lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead threshold has been chronically elevated but stable. The rv lead remains in use. No patient complications have been reported as a result of this event.